Manufacturer narrative:
(B)(4). Carefusion tech support determined that the probable cause of this event was most likely the turbine assembly. A replacement turbine assembly was shipped to the foreign distributor. Carefusion tech support also issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for eval. As of 02/26/2015, the alleged faulty turbine assembly has been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.

Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor called carefusion tech support to report that one of their ventilators is alarming "vent inop/motor fault, low pip, low ve". The ventilator was not on a pt when the reported event occurred.